Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that expired product was used. No further information was provided.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that expired product was used. No further information was provided.